Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also noted that there was a communication issue with the ipg and remote control. The patient underwent an ipg explant procedure and the explanted ipg will not be returned.